Event description:
It was reported that during a rotational atherectomy treatment procedure on a "mid-petrified" lad, the burr broke at first contact without reaching the lesion. The burr dislodged from its support, and was stuck on the guide wire at level of the radiomaker on the guide wire. No pt injury or complications were reported.